Event description:
Deployment of abbott perclose proglide sutures 6 and 7fr to right femoral artery was unsuccessful. Patient had right and left heart cath procedure. The right femoral artery and right femoral vein were accessed with two arterial and one venous stick. Md attempted to close the arteries with perclose sutures and had difficulty with deployment. Patient started complaining of severe pain of the right groin. A vascular surgeon was consulted and intensivist discussed groin situation with him. Surgeon gave him instructions as to how to proceed with the issue. Eventually, the suture delivery device was removed and manual pressure was held until hemostasis was achieved. No hematoma or bleeding noted.